Event description:
It was reported on (B)(6)2010, the pt was unable to adjust stimulation with her pt programmer. The pt programmer showed "call your doctor" on the display. In addition, on (B)(6)2010, it was reported stimulation was intermittent. The pt stated stimulation sensation is either strong or not there at all depending on the pt's body position. The pt stated everything was "fine" the previous day but after a bone density scan the intermittent stimulation issue began. The pt stated the bone density scan used some sort of "nuclear material". Further, on (B)(6)2010, it was reported the pt was unable to adjust stimulation after a revision. The device was powered off and when pt tried to turn it on she was not "getting" any stimulation. The pt re-synced, the device was turned off then back on, and then the pt had stimulation. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.